Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent was not returned. The inner and outer shaft were completely detached from the handle. The handle had been taken apart as returned. The rack was not connected to handle. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent, stent damage and shaft break occurred. The target lesion was located in the minimal tortuous distal superficial femoral artery. The lesion was not pre-dilated. During deployment of a 6x200x130 innova stent with the pole grip, the physician immediately heard a popping noise and the stent would not deploy any further. It was noted that the stent was half deployed and the connection between the pull grip and deployment sheath broke inside the delivery handle. There was no way of getting the stent out of the delivery system. The handle was opened and slide the braided sheath over the orange inner sheath and successfully deployed the stent the rest of the way. However, the stent elongated about 5cm. Post dilation was done twice using a mustang balloon catheter as the stent took longer than 200mm and the procedure was completed. No patient complications were reported and the patient's status was fine.